Manufacturer narrative:
Concomitant: product ID 3389-40, lot# 020722073, implanted: 2013-(B)(6), product type lead. Product ID 3389-40, lot# 0207163829, implanted: 2013-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that during a routine visit on (B)(6) 2015 there was a break of the left lead/extension noted. The left side showed high values, high impedance of all contacts on the left lead was diagnosed. There was disfunction of the left lead. A computerized axial tomography (cat) scan was done on (B)(6) 2015; brain images were abnormal and confirmed the lead break. The neurosurgeon decided to stop stimulation on the left side. Actions taken included epileptologist and neurosurgery visits. The lead/extension would be replaced in the next weeks, no surgical intervention had occurred but it was planned although it had not been scheduled. There was also planned hospitalization for lead replacement in the next weeks. This was possibly related to the neurostimulator, left lead, right lead and extension and unknown related to programming/stimulation. It was unknown if the issue was resolved, outcome was ongoing.

Event description:
Additional information received reported only the left extension was explanted and replaced with a new extension on (B)(6) 2015. The explant was destructed on site by mistake instead of being handed over to a manufacturer technician. Explant of lead was changed to explant of extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: 020722073, implanted: (B)(6) 2013: product type: lead. Product ID: 3389-40, lot#: 0207163829, implanted: (B)(6) 2013: product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013: product type: extension. Updated evaluation coding per recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that focal epilepsy led to a fall at the head which was the probable reason for extension fracture.